Manufacturer narrative:
(B)(4). The dexcom g4 platinum pediatric continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that the patient experienced pain while using the continuous glucose monitoring system on (B)(6) 2016. The patient went to the school nurse regarding the discomfort but was not given any treatment. No additional event or patient information was provided.